Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, reference 0002184052-2016-00131.

Event description:
The sales associate reported a patient had a revision procedure due to the top two set screws had come off the screws at l2. Three set screws and a rod were removed and replaced.

Manufacturer narrative:
The returned rod was examined. There were no indications of malfunction on the rod. Any rod movement would have been related to the migration of the closure tops. A review of the manufacturing records did not identify any issues which would have contributed to this event.